Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy occurred at 9:35pm on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿560mg/dl¿ with the subject meter and ¿64mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had skipped a 20 unit dosage of lantus insulin at an unspecified time on (B)(6) 2017. The patient had developed the symptom of ¿sweating¿ at an unspecified time in relation to the alleged inaccuracy and stated that in response to this symptom they visited the emergency room between 9:35-10pm on (B)(6) 2017 where they were treated with glucose tablets/gel by a healthcare professional. At the time of troubleshooting the cca noted the patient did not have control solution available to test on the subject meter. The unit of measure was set correctly on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being ruled-out as a reportable event based on the following conclusions: based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method.